Event description:
Additional information was received that right ventricular (rv) lead pacing impedance measurements were widely oscillating. Additionally, one non-sustained ventricular tachycardia episode with at least two beats of noise was observed. The patient was brought into the clinic for further review and a lead revision procedure was to be scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that pacing impedance measurements greater than 2,000 ohms were observed on the right ventricular (rv) lead. The patient was scheduled for an in-office follow up to evaluate. The patient's physician elected to continue monitoring the device system. To date, no adverse patient effects were reported with this clinical observation.